Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/25/2016. Complaint information has been reported to the FDA from the customer under mw5065025. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic hysterectomy/bilateral salpingo-oophorectomy, the device would not open after application to tissue. The surrounding tissue was resected in order to remove the device.